Event description:
Provider states the seat upholstery is torn on the right (when seated in the wheelchair) side front edge. The dealer states no injuries or property damage. No additional information provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.